Event description:
It was reported that the device's battery pca had bent pins. There was reportedly no patient involvement. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J1 pin 2 was found damaged.

Event description:
It was reported that the device's battery pca had bent pins. There was reportedly no patient involvement.